Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was damaged and cracked. There was no adverse effect to the customer's blood glucose level. The customer was sent a replacement pump for insulin therapy.